Event description:
It was reported that the patient went to the hospital because he was presenting urine leak when lifting heavy objects or coughing. One month later, a revision surgery was performed, during which the cuff was removed and replaced with a new one of a smaller size. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the cuff. Based on the information available and analysis results, the reported sizing issue could not be confirmed. The reported patient symptom of urinary incontinence is known risk associated with implants of these device as indicated in the instructions for use (IFU); therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because he was presenting urine leak when lifting heavy objects or coughing. One month later, a revision surgery was performed, during which the cuff was removed and replaced with a new one of a smaller size. There were no further patient complications reported.